Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was unpacked for an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During unpacking, it was noticed that the wire in the handle was broken. The procedure was completed with another dreamtome device. There were no patient complications reported as a result of this event.